Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow up report will be submitted when the evaluation is completed.

Event description:
It was reported during an aneurysm treatment procedure, after rotating the guidewire a few times inside the balloon catheter, the guidewire separated at 2-3 cm from the tip. The separated segment was successfully retrieved with a gooseneck snare. No patient injury reported.